Manufacturer narrative:
Device is currently unavailable.

Event description:
Per the clinic, the patient experienced healing issues at the sleeper implant site. Subsequently on (B)(6) 2015 the device was explanted. The primary implant remains in-situ. The device is not available for analysis as of the date of this report, (B)(6) 2015.